Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported site infection. The soft cannula and formed needle were inspected and no abnormalities were found. The pod was found to have completed sterility within specification. The pod was received with the cannula assembly fully deployed and no issues were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
On 28 april 2018, the patient 's father reported his son experienced pain at the infusion site and elevated blood glucose (bg) levels. The patient's bg levels reached at least 20 mmol/l (360 mg/dl) and the pod had to be removed early. The pod was worn between 4 and 24 hours on the arm and upon removal the patient's skin appeared to have a bumpy rash that felt warm to the touch. A new pod was applied and no further irritation was experienced. Subsequently, on (B)(6) 2018, the patient's father noted some drainage at the site and the patient was brought to the medical clinic. He was diagnosed with an infection and prescribed a 7 day course of antibiotics (name unknown).